Event description:
This rv lead was implanted on (B)(6) 2009 and still remains implanted at this time. In a product experience report received on (B)(6) 2018 it was noted that the lead exhibited high fluctuations of pacing impedance. The physician was dr.(B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).